Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, once the sutures were deployed, the device was not able to be removed from the patient. The physician recycled the lever and was able to remove the device. Hemostasis was achieved with the proglide device. Approximately one hour later, the patient's blood pressure started to drop and a CT scan was performed. The CT scan revealed there had been retroperitoneal bleed but there was no more bleeding present. A non-abbott device was used just as a precaution. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history and a query of the complaint-handling database could not be conducted because the lot number was not provided and the device was not returned for investigation. Based on the reported information and without the device to examine, a definitive cause for the reported difficult to remove could not be determined; however, the reported moderate vessel calcification could have been a contributing factor.